Event description:
It was reported that during the stenting procedure in the heavily calcified and somewhat tortuous left internal carotid artery, the rx acculink stent jumped forward at deployment, due to patient anatomy, and was misplaced. The physician stated that a curve in the vessel or calcification may have pushed the stent forward at deployment. A second rx acculink was implanted to cover the lesion and complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned, and therefore, it was not possible to perform a thorough analysis on the product. Inaccurate stent delivery can be the result of, but is not limited to, device handling technique, vessel calcification, or tortuousity. The physician reported that the vessel anatomy and calcification may have led to the stent misplacement. This is not an indication of a product deficiency. The reported use of a second acculink device was related to the reported inaccurate delivery of the first device. Based on the reported information, the inaccurate delivery appears to be due to the calcification and tortuousity of the vessel. The use of an additional stent was directly related to the inaccurate delivery of the first stent. There is no indication of a product deficiency. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for this lot.